Event description:
Customer alleges discrepant results with meter compared to lab: pt: b, date: (B)(6) 2011, inratio2: 2.6, lab: 1.99. Pt's target therapeutic range is 2.0-3.0. Results were done within 2 hours of each other.

Manufacturer narrative:
Investigation pending.